Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok tip had leakage. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd syringe luer-lok tip had leakage. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Samples and a photo were received in support of this complaint. The tests performed on the samples sent by the client were in accordance with the visual evaluation to rule out molding defects in the barrel, plunger and/or stopper affecting the functionality or safety of the final product. No damage was observed in the barrel. However, in the photograph sent by the customer, a deformation that appears in the barrel which cause the leak is observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: probable root cause, is the jamming of the barrel in the assembly dials of the machinery. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.